Manufacturer narrative:
Pc-(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). What was the onset date, time from the index surgery? Was medical intervention required to treat the patient condition? Results. Does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results? Other relevant patient history/concomitant medications. Lot #? If applicable, will product be returned, return date, tracking information ¿ any usused samples with the same lot that can be returned? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that a patient underwent an eye procedure on an unknown date and suture was used. Within seven to ten days, the suture eroded out of the eyelid. The patient experienced an inflammatory reaction to the suture causing the tissue to spit the suture and wound dehiscence. The surgeon opined that there was not an infection, but a chemical reaction which caused necrosis of the skin muscle and tarsus. The patient was treated with steroid drops. A different product was used to reclose the area. The current patient status is unknown. Additional information has been requested.